Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was completed by moving the patient to another laboratory. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse reviewed the log file and determined that the built-in self-test marked the flat detector as defective. A philips field service engineer (fse) inspected the system on-site and as part of troubleshooting checked the detector's power supply and tested the flat detector controller and found them to be functional. The fse identified that the flat detector was defective and needed to be replaced. To resolve the issue, the flat detector was replaced. After the replacement, the system was returned to use in good working order and ready for clinical use. The flat detector was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.